Event description:
A fluoroscopic snare was being used to attempt removal of an internal filter. While attempting to remove the filter, a metallic band at the end of the filter broke off and remains in the pt's lung. No harm noted at this time. Diagnosis: removal of filter.